Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left upper limb arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced over wire and was inflated twice at under 20 atmospheres. However, during the third inflation at under 22-24 atmospheres for 60 seconds, it was found that the pressure was reduced and the balloon burst. The device was pulled out and, after removal, the balloon was found to be transversely fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 22mm distal of the proximal balloon bond. The distal section of the balloon material had been pulled distally towards the tip of the device. This type of damage potentially occurred when the device was being withdrawn through the sheath. A visual examination of the markerbands identified that the distal markerband had moved in a proximal direction due to the stretched shaft. A visual and tactile examination identified multiple inner shaft kinks. The inner shaft was also noted to be stretched. A visual and tactile examination identified no damage to the tip. D4 - lot number: updated from 0025882351 to 0029066157. E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left upper limb arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced over wire and was inflated twice at under 20 atmospheres. However, during the third inflation at under 22-24 atmospheres for 60 seconds, it was found that the pressure was reduced and the balloon burst. The device was pulled out and, after removal, the balloon was found to be transversely fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.